Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high pacing impedance. Noise over-sensing resulting in episodes of noise reversion and inappropriate high ventricular rate was also noted on the rv lead. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.